Event description:
A report was received that patient had a lead revision due to lead migration that was confirmed by x-ray. During the revision, the original lead was replaced because a contact had popped off the lead. The patient is reportedly doing well following the revision procedure.